Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that there was blood on the proximal conductor of the lead and it was not obstructed. The pin cap was corroded. There was a connector pin observation. The outer insulation of the lead was extrinsically breached due to a cut.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing dizziness. The right ventricular lead had high threshold and intermittent capture. There was also high impedance noted and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: imk49jb45 lead, implanted 2005-(B)(6); 6725 adaptor, implanted 2014-(B)(6). (B)(4).